Manufacturer narrative:
The pdm was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have directly caused or contributed to erroneous bg results. Testing performed on the bg meter confirmed that all bg readings were within the specified tolerance limit. Per the omnipod user guide, the user is instructed to confirm bg readings with another device before taking any action. In addition, the user is instructed to check their bg levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
The customer's mother called to report that her son showed signs of hypoglycemia, but his bg at the time was 157 mg/dl. Paramedics were called and her son was taken to the ER - his bg at the hosp read 39 mg/dl. The doctor discarded the pod and recommended that the pdm be checked - it will be returned for eval. The customer was able to resort to a back-up method of therapy.